Event description:
Add'l info rec'd from MFR 2/18/00: please note that MFR does not consider this to be a reportable event. MFR is still awaiting the return of the broken instrument from facility for examination and until MFR has it, MFR is not able to comment any more. MFR must have the instrument and whatever pieces are available examined in the lab by fci quality control for possible mechanical, mfg and/or material defects. Following such examination and evaluation, a report will be issued stating both the facts as determined thereby and whatever corrective action is required, if any. If corrective action is required, the report will also state that it has been initiated and when it will be fully operative.

Event description:
Dr was doing tear duct probing when tip of hook broke off and fell into pt's nose.